Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal distension ("bloating"), abdominal pain ("persistent abdominal pain/pressure") and dyspareunia ("painful intercourse"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms on (B)(6) 2014). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal distension, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality safety evaluation of product technical complaint. Company causality comment. This litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and reported adverse events including chronic pelvic pain and irregular bleeding (understood as genital haemorrhage). On (B)(6) 2014 ,the patient was treated with surgery (pelvic surgery to try and alleviate the symptoms). Chronic pelvic pain (cpp) and genital hemorrhage are highly prevalent in women, and may have multiple causes. In this case limited information was given for the above mentioned events. This case was classified as incident since surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain pelvic") and genital haemorrhage ("irregular bleeding/ abnormal bleeding (general)") in a female patient who had essure (batch no. 784889) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, parity 4 (all deliveries were c-sections and high-risk and premature.) And gestational diabetes. Previously administered products included for birth control: loestrin 24 fe until (B)(6) 2011 and depo provera from 2008 to 2010. Concurrent conditions included diabetes, obesity, pancreas disorder, elevated liver enzymes, menstruation irregular, bleeding menstrual heavy and pelvic adhesions. Family history included hypertension (parents) and diabetes mellitus (parents). Concomitant products included hydrocodone since 2014, ibuprofen since 2011 and insulin since 2015. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal distension ("bloating"), abdominal pain ("persistent abdominal pain/pressure") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced pain in extremity ("leg pain, cramps"), back pain ("body/ low back pain"), alopecia ("hair loss"), rash ("rash"), electric shock ("electric shock (I would get shocked every time I plugged something in)") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal distension, abdominal pain, dyspareunia, pain in extremity and weight increased outcome was unknown, the back pain and electric shock had resolved and the alopecia and rash was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, dyspareunia, electric shock, genital haemorrhage, pain in extremity, pelvic pain, rash and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. On (B)(6) 2010, ultrasound scan revealed a single intrauterine fetus in transverse lie with head towards the maternal left was present during exam. Fetal motion and cardiac motion were observed on real time and m mode sonography; fetal heart rate was 149 beats per minute. Placenta was anterior in location and grade 2 maturity. No structural fetal anomalies were seen on this examination. On (B)(6) 2010, ultrasound scan revealed a single fetus is noted in transverse presentation. Fetus heart tones are 160 beats per minute. Placenta was again noted to be anterior without evidence of placenta previa. Most recent follow-up information incorporated above includes: on 29-jan-2018: new events added- leg pain, cramps, body/ low back pain, hair loss, rash, electric shock (I would get shocked every time I plugged something in), weight gain and did not undergo an essure confirmation test. Historical conditions, historical drugs, concomitant conditions, concomitant drugs and lab data, lot no added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain pelvic"), genital haemorrhage ("irregular bleeding/ abnormal bleeding (general)"), haemorrhagic cyst ("7 cm bleeding cyst") and actinomycotic abdominal infection ("abdominal actinomycotic infection post-hysterectomy") in a 28-year-old female patient who had essure (batch no. 784889 (invalid)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, parity 4 (all deliveries were c-sections and high-risk and premature.), gestational diabetes and weight gain. Previously administered products included for birth control: loestrin 24 fe until (B)(6) 2011 and depo provera from 2008 to 2010. Concurrent conditions included diabetes, obesity, pancreas disorder, elevated liver enzymes, menstruation irregular, bleeding menstrual heavy and pelvic adhesions. Family history included hypertension (parents) and diabetes mellitus (parents). Concomitant products included hydrocodone since 2014, ibuprofen since 2011 and insulin since 2015. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In 2011, the patient experienced abdominal pain lower ("severe cramping"), abdominal distension ("bloating"), abdominal pain ("persistent abdominal pain/pressure") and dyspareunia ("painful intercourse"). In (B)(6) 2014, the patient experienced actinomycotic abdominal infection (seriousness criterion medically significant). On an unknown date, the patient experienced haemorrhagic cyst (seriousness criterion medically significant), pain in extremity ("leg pain, cramps"), back pain ("body/ low back pain"), alopecia ("hair loss"), rash ("rash"), electric shock ("electric shock (I would get shocked every time I plugged something in)"), weight increased ("weight gain") and diabetes mellitus ("diabetes"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, haemorrhagic cyst, abdominal pain lower, abdominal distension, abdominal pain, dyspareunia, pain in extremity, weight increased, actinomycotic abdominal infection and diabetes mellitus outcome was unknown, the back pain and electric shock had resolved and the alopecia and rash was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, actinomycotic abdominal infection, alopecia, back pain, diabetes mellitus, dyspareunia, electric shock, genital haemorrhage, haemorrhagic cyst, pain in extremity, pelvic pain, rash and weight increased to be related to essure. The reporter commented: she had 7cm bleeding cyst and will be having surgery on next day. Plaintiff took leave from job for medical reason- date leave began: (B)(6) 2014. Date leave ended: (B)(6) 2014. Reason: pain and heavy bleeding after surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. On (B)(6) 2010, ultrasound scan revealed a single intrauterine fetus in transverse lie with head towards the maternal left was present during exam. Fetal motion and cardiac motion were observed on real time and m mode sonography; fetal heart rate was 149 beats per minute. Placenta was anterior in location and grade 2 maturity. No structural fetal anomalies were seen on this examination. On (B)(6) 2010, ultrasound scan revealed a single fetus is noted in transverse presentation. Fetus heart tones are 160 beats per minute. Placenta was again noted to be anterior without evidence of placenta previa. Concerning the injuries reported in this case, the following one was reported via social media: hemorrhagic cyst. Cross referenced with plaintiff case number : (B)(4). Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is no valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain pelvic"), genital haemorrhage ("irregular bleeding/ abnormal bleeding (general)") and haemorrhagic cyst ("7 cm bleeding cyst") in a female patient who had essure (batch no. 784889) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, parity 4 (all deliveries were c-sections and high-risk and premature.) And gestational diabetes. Previously administered products included for birth control: loestrin 24 fe until (B)(6) 2011 and depo provera from 2008 to 2010. Concurrent conditions included diabetes, obesity, pancreas disorder, elevated liver enzymes, menstruation irregular, bleeding menstrual heavy and pelvic adhesions. Family history included hypertension (parents) and diabetes mellitus (parents). Concomitant products included hydrocodone since 2014, ibuprofen since 2011 and insulin since 2015. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal distension ("bloating"), abdominal pain ("persistent abdominal pain/pressure") and dyspareunia ("painful intercourse"). On an unknown date, the patient experienced pain in extremity ("leg pain, cramps"), back pain ("body/ low back pain"), alopecia ("hair loss"), rash ("rash"), electric shock ("electric shock (I would get shocked every time I plugged something in)"), weight increased ("weight gain") and haemorrhagic cyst (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal distension, abdominal pain, dyspareunia, pain in extremity, weight increased and haemorrhagic cyst outcome was unknown, the back pain and electric shock had resolved and the alopecia and rash was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, dyspareunia, electric shock, genital haemorrhage, haemorrhagic cyst, pain in extremity, pelvic pain, rash and weight increased to be related to essure. The reporter commented: she had 7cm bleeding cyst and will be having surgery on next day. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. On (B)(6) 2010, ultrasound scan revealed a single intrauterine fetus in transverse lie with head towards the maternal left was present during exam. Fetal motion and cardiac motion were observed on real time and m mode sonography; fetal heart rate was 149 beats per minute. Placenta was anterior in location and grade 2 maturity. No structural fetal anomalies were seen on this examination. On (B)(6) 2010, ultrasound scan revealed a single fetus is noted in transverse presentation. Fetus heart tones are 160 beats per minute. Placenta was again noted to be anterior without evidence of placenta previa. Concerning the injuries reported in this case, the following one/ones were reported via social media: hemorrhagic cyst. Cross referenced with plaintiff case number : (B)(4) most recent follow-up information incorporated above includes: on 31-jan-2018: social media post received. Event she has a 7 cm bleeding cyst was added. Reporter added. On 9-feb-2018: consumer address details updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/pain pelvic"), genital haemorrhage ("irregular bleeding/ abnormal bleeding (general)"), haemorrhagic cyst ("7 cm bleeding cyst") and actinomycotic abdominal infection ("abdominal actinomycotic infection post-hysterectomy") in a 28-year-old female patient who had essure (batch no. 784889) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included multigravida, parity 4 (all deliveries were c-sections and high-risk and premature.), gestational diabetes and weight gain. Previously administered products included for birth control: loestrin 24 fe until (B)(6) 2011 and depo provera from 2008 to 2010. Concurrent conditions included diabetes, obesity, pancreas disorder, elevated liver enzymes, menstruation irregular, bleeding menstrual heavy and pelvic adhesions. Family history included hypertension (parents) and diabetes mellitus (parents). Concomitant products included hydrocodone since 2014, ibuprofen since 2011 and insulin since 2015. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In 2011, the patient experienced abdominal pain lower ("severe cramping"), abdominal distension ("bloating"), abdominal pain ("persistent abdominal pain/pressure") and dyspareunia ("painful intercourse"). In (B)(6) 2014, the patient experienced actinomycotic abdominal infection (seriousness criterion medically significant). On an unknown date, the patient experienced haemorrhagic cyst (seriousness criterion medically significant), pain in extremity ("leg pain, cramps"), back pain ("body/ low back pain"), alopecia ("hair loss"), rash ("rash"), electric shock ("electric shock (I would get shocked every time I plugged something in)") and weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, haemorrhagic cyst, abdominal pain lower, abdominal distension, abdominal pain, dyspareunia, pain in extremity, weight increased and actinomycotic abdominal infection outcome was unknown, the back pain and electric shock had resolved and the alopecia and rash was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, actinomycotic abdominal infection, alopecia, back pain, dyspareunia, electric shock, genital haemorrhage, haemorrhagic cyst, pain in extremity, pelvic pain, rash and weight increased to be related to essure. The reporter commented: she had 7cm bleeding cyst and will be having surgery on next day. Plaintiff took leave from job for medical reason- date leave began: (B)(6) 2014. Date leave ended: (B)(6) 2014. Reason: pain and heavy bleeding after surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. On (B)(6) 2010, ultrasound scan revealed a single intrauterine fetus in transverse lie with head towards the maternal left was present during exam. Fetal motion and cardiac motion were observed on real time and m mode sonography; fetal heart rate was 149 beats per minute. Placenta was anterior in location and grade 2 maturity. No structural fetal anomalies were seen on this examination. On (B)(6) 2010, ultrasound scan revealed a single fetus is noted in transverse presentation. Fetus heart tones are 160 beats per minute. Placenta was again noted to be anterior without evidence of placenta previa. Concerning the injuries reported in this case, the following one was reported via social media: hemorrhagic cyst. Cross referenced with plaintiff case number : (B)(4). Most recent follow-up information incorporated above includes: on 7-jun-2018: pfs received. Event added: abdominal actinomycotic infection. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal distension ("bloating"), abdominal pain ("persistent abdominal pain/pressure") and dyspareunia ("painful intercourse"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms on (B)(6) 2014). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, abdominal distension, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011, and reported adverse events including chronic pelvic pain and irregular bleeding (understood as genital haemorrhage). On (B)(6) 2014 the patient was treated with surgery (pelvic surgery to try and alleviate the symptoms). Chronic pelvic pain (cpp) and genital hemorrhage are highly prevalent in women, and may have multiple causes. In this case limited information was given for the above mentioned events. This case was classified as incident since surgical intervention was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.